Event description:
A malfunction was reported with the pump, identified by malfunction code malf 3. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as backup therapy to ensure continued insulin delivery. Tandem technical support decided to replace the faulty pump and confirmed the shipping address for the replacement. The customer was instructed on storage mode for the pump before returning it and agreed to send it back using a prepaid label within ten days.